Event description:
The patient was in the hospital and indicated that the pump was not working. The patient's pain was not being managed as of 'yesterday'. It was noted that the patient seemed 'loopy' at times and the hcp was unable to obtain accurate information from her. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).